Event description:
During the index procedure an everflex entrust was used to treat the superficial femoral proximal, superficial femoral middle. Approximately 23 months post procedure patient suffered infection at upper left leg. Patient visited hospital for follow-up visit. Wound medial side upper left leg was necrotic and smells. Bypass was visible. Reintervention to prevent septic bleeding. Excision of necrotic and infected wound sides. Cover bypass between sartorius and gracilis muscles. A vac pump was placed and antibiotics were administered for 10 days (flucloxacillin). Visit: wounds were clearly healing. No longer indication for vac pump. Follow-up visit with duplex ultrasound. Again, occlusion bypass left leg. Expectative at least until all wounds were healed. Patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.